Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine was displaying multiple alarms and the acid and bicarb pump ribbon cables had melted to the distribution board. Additional details were provided upon follow-up with the biomed. There was no patient involvement associated with the event. The machine was displaying a ¿dialyzer connected?¿ message, and acid and bicarb pump ¿no eos¿ messages. During the machine evaluation, the biomed discovered thermal damage on the distribution board for the acid and bicarb pumps. The biomed confirmed the ribbon cable connectors had melted to the board. To resolve the reported issue, the biomed replaced the distribution board, in addition to both the acid and bicarb pumps (which come with new ribbon cables). No damage was identified on any other components. There was no evidence of any burning smell, smoke, sparks, or flames. The biomed was unable to provide an estimate for how many operating hours there were on the machine. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine was returned to service. The damaged distribution board was not available to be returned for evaluation as it was reportedly discarded, and there were no photos available for review.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine was displaying multiple alarms and the acid and bicarb pump ribbon cables had melted to the distribution board. Additional details were provided upon follow-up with the biomed. There was no patient involvement associated with the event. The machine was displaying a ¿dialyzer connected?¿ message, and acid and bicarb pump ¿no eos¿ messages. During the machine evaluation, the biomed discovered thermal damage on the distribution board for the acid and bicarb pumps. The biomed confirmed the ribbon cable connectors had melted to the board. To resolve the reported issue, the biomed replaced the distribution board, in addition to both the acid and bicarb pumps (which come with new ribbon cables). No damage was identified on any other components. There was no evidence of any burning smell, smoke, sparks, or flames. The biomed was unable to provide an estimate for how many operating hours there were on the machine. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine was returned to service. The damaged distribution board was not available to be returned for evaluation as it was reportedly discarded, and there were no photos available for review.